Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4 device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecific number of unspecified bd infusion set was separated and leaked. The following information was provided by the initial reporter: there was another instance in endo that the manifold connection came loose and was leaking but did not come completely apart. Details: pt was in endo being put to sleep and the anesthesia provider stated that the connection of item to the angio was leaking. He tightened that connection then went to the manifold, started giving propofol and the connection there came apart completely and sprayed the patient down her back. There was another instance in endo that the manifold connection come loose and was leaking but did not come completely apart. There were several instances the extension to the angiocath would be leaking and the nurses had to change the dressing and tightens the connection. There was no adverse event. It just delayed the patient getting to sleep for the procedure. Procedure: egd and colonoscopy.

Event description:
It was reported that the unspecific number of unspecified bd infusion set was separated and leaked. The following information was provided by the initial reporter: there was another instance in endo that the manifold connection came loose and was leaking but did not come completely apart. Details: pt was in endo being put to sleep and the anesthesia provider stated that the connection of item to the angio was leaking. He tightened that connection then went to the manifold, started giving propofol and the connection there came apart completely and sprayed the patient down her back. There was another instance in endo that the manifold connection come loose and was leaking but did not come completely apart. There were several instances the extension to the angiocath would be leaking and the nurses had to change the dressing and tightens the connection. There was no adverse event. It just delayed the patient getting to sleep for the procedure. Procedure: egd and colonoscopy.

Manufacturer narrative:
H6: investigation summary: due to no material, batch, or sample being received, investigation could not be performed, and the production records could not be evaluated. A device history review could not be completed as no batch number was provided.